Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging unit powers off during use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (12/12/2014). The patient¿s usb cable and ac adaptor have been returned on 11/5/2014 and evaluated by lifescan product analysis on 12/2/2014 with the following findings:the usb cable passed all testing with no faults found. The reported issue could not be confirmed. The ac adaptor was also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.